Manufacturer narrative:
Operator of device: unknown. Initial reporter also sent report to FDA: unknown. Product was returned. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken. The device contained a non-original equipment manufacturer battery, there were chips to the top case corners, a cracked bottom case in the battery bay and a cracked right plunger case. Functional evaluation included an occlusion test in addition to main board inspection. Error code for the motor not running was found in the device event history log. Results: the customer reported issue was found during the occlusion test. It was also discovered that the main board was not fully seated in the extrusion slot causing the u29 sensor to not line up with the worm coupling facets. Root cause of the reported event would be attributed customer induced impact that knocked the main board out of alignment in the extrusion slot causing the u29 sensor to not line up with the worm coupling facets. Actions taken include repositioning the main board into the extrusion slot, performing the power up process, preventive maintenance, occlusion test all functional test, all of which passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: updated.